Manufacturer narrative:
H.6. Investigation summary: two urine samples (B)(6) and (B)(6) were not inoculated by the hamilton pipetting unit. The samples passed through the inoqula without giving an error message. Though the plates were not inoculated there is no indication that the pipetting unit had failed. The pipetting unit gives error messages for several possible functionality failures, however inoculation errors (drops actually released from the pipet tip) are not detected. Even with a correct working pipetting unit it is possible in rare cases that inoculation fails due to the sample material remaining in the pipet tip or the drop loosing too late. This may happen due to the nature, viscosity or substance of the sample material. The incorrect information, reported to the clinic (false negative), was corrected by the lab 2 days after the original results as a positive e-coli. The treatment of the patient is unknown, but there was also no indication given of deterioration in patient condition. The issue has been reported via a manufacturer's incident report to the national competent authority in sweden; medical products agency 'läkemedelsverket', reference number (B)(4). Because two patients were impacted two complaints were registered, one for each patient. These complaints are (B)(4) and (B)(4). Both complaints have been reported to FDA. The issues have been reported via med watch, FDA safety information and adverse event reporting program, to the FDA, manufacturer report number respectively 3010141591-2019-00103 and 3010141591-2019-0010. The inoqula at this customer was installed in 2013, and models from that time were not equipped with a drop camera. The drop camera is a device that allows the customer to retrospectively check the inoculation of the plates. This inoqula was also not equipped with a pdv (positive drop verification) which instantly gives a message if the drop did not fall in the plate. The pdv is developed as an alternative for the drop camera and introduced under change control number 2016-0167. This device is developed to be implemented in the newer inoqula+. An upgrade kit for existing inoqula has become available only for inoqula from version 1.2 and newer. A pdv (positive drop verification) was installed on the customers inoqula to prevent further inoculation errors. The number of inoqula that have not been equipped with a drop camera or where no pdv was installed is not registered in servicemax but is estimated at maximum 30 units. Customers that have a drop camera built in on the inoqula often switch it off because the processing time increases if the drop camera is activated. Whenever the drop camera is switched off the customer relies on their expertise and experience to detect a missed inoculation. Also, many times more than one plate is inoculated. If no growth is seen on one plate while there is growth on the other plate, this indicates a possible inoculation failure. It is the customers¿ responsibility if they use the drop camera. A CAPA has been initiated to investigate the extent of the issue and take corrective and/or preventive measures. The reference is (B)(4) - inoqula - false negative urine sample. Conclusion: because there was no error message of the pipetting unit, there is no indication that the pipetting unit had failed. Due to the incidental nature of the error, no conclusive cause could be determined.

Event description:
It was reported that bd kiestra¿ inoqula+¿ tla did not handle sample correctly. The inoqula+¿ pipet failed to inoculate two urine sample cultures resulting in a false negative being reported to the physician. Upon realization of the error, the customer proceeded to repeat all the negative urine cultures on bd kiestra¿ inoqula+¿ tla and also by manual inoculation. The initial result was then changed to positive e-coli but resulted in a two days delay in correct diagnosis. There was no indication of deterioration in patient condition.

Manufacturer narrative:
Two patients were involved and this MDR is patient 2 of 2. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd kiestra¿ inoqula+¿ tla did not handle sample correctly. The inoqula+¿ pipet failed to inoculate two urine sample cultures resulting in a false negative being reported to the physician. Upon realization of the error, the customer proceeded to repeat all the negative urine cultures on bd kiestra¿ inoqula+¿ tla and also by manual inoculation. The initial result was then changed to positive e-coli but resulted in a two days delay in correct diagnosis. There was no indication of deterioration in patient condition. Patient 2 of 2.